Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3886, lot# l96274, implanted: (B)(6) 2002, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was seen in the healthcare provider office's a day prior to this call and it was noticed the patient had a "bulge" in her lower back. Rep did not know how long patient had noticed it. Hcp did a CT scan and it appeared the lead "uncoupled" from the extension. Rep stated it looked like bulge was midline by the subcutaneous incision. Rep was going to see hcp and patient the next day and a possible replacement implantable neurostimulator (ins) and lead. This would be done on (B)(6) 2016. Two weeks later, the rep further provided that the patient was scheduled for lead revision/possible replacement on (B)(6) 2016 with hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.